Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was patient reported the interstim had not been working for several months meaning that they have been encountering a message that "internal device lost all data". Patient stated they saw a message that they needed to update something and patient thinks they may have pushed the wrong button. Troubleshooting reviewed this is not likely to cause device data lost message. The patient was redirected to their healthcare provider to further address the issue.